Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B) (6) 2025. On (B)(6) 2025, the patient felt weak, had trouble walking, was nauseous, and started vomiting. The patient's cgm was reading 77 mg/dl and no bg comparison value was taken. The patient¿s children took her to the ER for evaluation. At the ER, the patient¿s bg level was 990 mg/dl and the cgm was still reading 77 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient was admitted to the intensive care unit (ICU) and treated with IV fluids and IV insulin. The patient was discharged 2 days later. The patient was still ¿exhausted and weak¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.